Event description:
During product evaluation the pump¿s user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 21 2007. Evaluation summary:the condition of the user interface module printed circuit board (uim pcb) was confirmed. Multiple failure codes were manifested as a result of this condition. The pump¿s uim pcb was replaced. Review of the compliant history reveals similar reports have been received for this product for the reported issue. The pump was evaluated and confirmed to be put back into service.